Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned to australia scoresby caribbean park for analysis. Complaint is confirmed, the instrument is broken. This complaint consisted of a sri instrument with the product code: apau0200, batch enz210317. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot per the lot number recorded the instrument was first released in 2017. A total of 50 instruments have been manufactured with this product code, with the product code being available since 2016. The product was designed and developed according to the apac sri procedure (tv-sop-00911), and manufactured to specification with no deviations recorded. Device history review lot number was released in 2017. 50 pieces manufactured, with the product code being available since 2016. The product was designed and developed according to apac sri procedure (tv-sop-00911), and manufactured to specification with no deviations recorded.

Manufacturer narrative:
Product complaint (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle broke.